Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing over to pyxis. A technical support specialist (tss) connected to the server. Upon running a downtime query using sql server management studio (ssms), it was found that the carefusion coordination engine (cce) messages were not current. An attempt was made to restart the service, but it was unsuccessful. The tss then checked the server¿s uptime through task manager and discovered that the server had been running for over 200 days. After contacting the customer, permission was granted to reboot the server. The tss successfully performed the reboot by following the steps outlined in knowledge article "pyxis es server reboot process and validation". A follow-up downtime query confirmed that all cce messages were now current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, messages not crossed over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.